Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. No error was document on memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that touch panel of this programmer was unresponsive during a device check in a pacemaker follow-up. The programmer was rebooted several times but made no improvement. The same issue has occurred last month, so an analysis is requested. No adverse patient effects. Programmer was being returned. Per product investigation review the unresponsive touchscreen was not confirmed. Despite analysis findings, this investigation is consistent with the criteria for corrective preventive action, that is a field report of an unresponsive touchscreen.